Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that no malfunctions were seen or cause of the issue determined. It was reported that x-ray revealed that the lead had moved, and the lead was repositioned surgically on (B)(6) 2014. It was stated that the patient has been doing well and the stimulation has been functioning with relief of symptoms. No devices were available for return.

Event description:
It was reported the patient felt as though the stimulation had moved so they had an x-ray taken at their last appointment. It was reported reprogramming did not resolve the stimulation issue. It was reported the x-ray showed the lead moved one vertebral body and was twisted. It was noted the reason for this was unclear at the time of this report. Additional information received reported no new reportable information.